Manufacturer narrative:
As reported, the patient had tortuous vessels and the post-deployment angiogram showed a dissection proximal to the access site. Dissections are a common large bore procedural complication; therefore, it cannot be determined if the dissection occurred prior to or during the manta deployment. The root cause of the dissection is most likely due to the tortuous vessel condition. A surgical cut down was performed to repair the vessel. The DHR documentation review confirmed there were no non-conformities identified related to this incident. The IFU warns not to use manta if the vessel is tortuous. Trauma such as dissections, vessel lacerations, and other access site complications leading to localized surgical repair related to the deployment are known adverse events associated to manta deployment. Based on the information reviewed, there appears to be no product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
An investigation has been opened to review device history record, risk documentation, and case imaging. A follow-up report will be submitted upon completion of the investigation. This complaint is being reported because the patient reportedly experienced serious injury during a procedure where a manta vcd was used for closure of femoral access. The patient underwent surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The manta instructions for use lists potential adverse events related to the deployment of vascular closure devices to include local trauma to the femoral or iliac artery wall, such as dissection and other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention. The instructions for use also lists potential adverse events associated with any large bore intervention, including the use of the manta vascular closure device, include but are not limited to arterial damage and vessel laceration or trauma.

Event description:
The patient underwent a transcatheter aortic valve replacement (tavr) procedure on (B)(6) 2020. The patient's artery size measured 9.0 mm and noted to be tortuous, but without calcification. The tavr procedure sheath was a 16f e-sheath. There was no difficulty advancing or withdrawing sheaths during the procedure. After completion of the tavr, manta 18f vascular closure device (manta) was deployed at the pre-measured depth of 4.0 cm + 1.0 cm in the right femoral artery to close the access site. There were no issues with the manta deployment. The time to hemostasis after manta deployment was reported as immediate. A post-manta deployment angiogram showed an area of dissection proximal to the access site. The distance between the closure site and the area of dissection is not known. The operator opted to perform a surgical cut down for repair without attempting to balloon the area or place a stent at the area of concern.